Event description:
The customer alleges that on the surface of the tube there was "fluff" and the surface had peeled off to the patient's mucous membrane. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no missing parts or design irregularities. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed heavy signs of wear, a partially detached pva coating, and pressure marks on the laser foil in the middle of the tube. The pva coating was scratched towards the distal end. The review of the manufacturing documentation of the returned lot number showed no manufacturing errors during any step of the production process. The performed examination of the used product revealed heavy signs of wear, a partially detached pva-foam and pressure marks in the middle of the tube. No manufacturing related root cause could be identified. According to the customer, the tube was inspected prior to use and showed no irregularities. After intubation , a laryngoscope handle with chest support was inserted for inserting the laser device. Because it was found that the pva coating was scratched towards the distal end and the area of the damage, it is likely that the tube was damaged during insertion of the laryngoscope.

Event description:
The customer alleges that on the surface of the tube there was "fluff" and the surface had peeled off to the patient's mucous membrane. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.